Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that two vascular access team members were placing a line on a patient. The first had met resistance after advancing the catheter 10cm. The other vascular access team member took over the placement. They were able to move past the resistance but would at times meet resistance but would be able to continue advance. Eventually the 2nd team member could not advance any further, they tried pulling the catheter but it would not move in either direction. They requested additional members to come assess the patient. They took the patient to interventional radiology to seek additional assistance. The catheter was intertwined into a ball in the subcutaneous tissue. The catheter had to be surgically removed. No other information was provided.